Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device alarmed air-in-line. Evaluation had the device sent to flow line for air in line testing with a passed result. A review of the event history log revealed "air-in-line" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was upstream sensor fluid numbers out of specification. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device alarmed air-in-line. No additional information is available.